Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the the junction of the pipeline shunt and the outflowing tube, which was observed to have a channel through which fluid was leaking. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation determined that condition was likely the result of insufficient adhesive used during assembly of the device. Complaint information will continue to be monitored.

Event description:
It was reported that the pipeline was leaking. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.